Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbalgia at l3-l4 and l4-l5; and underwent oblique lumbar interbody fusion at l2-l3 and l3-l4. Intra-op, the cage broke. No fragment of the broken cage remained inside the patient. No patient complications were reported as a result of this event.